Event description:
It was reported that this pacemaker system was explanted due infection. Pus was noted in the pocket upon revision. The pacemaker was removed without difficulty. The right atrial (ra) lead and right ventricular (rv) leads were prepared with the locking stylets. When turning was attempted on the rv lead, insulation was unsheathed from the core of the lead. The physician then moved to femoral access to remove the leads. The ra lead was removed with a snare and snapped upon removal. The ra lead tip was then retrieved and removed successfully. Multiple snares were used to remove lead fragments, including a portion found in the liver. A portion of rv lead at the svc junction was noted to be endothelialized, and venograms were performed. The rv lead was re-snared and pulled, however the proximal portion of the rv lead fragment remains implanted. An external pacing wire was placed temporarily. The patient is expected to remain hospitalized on IV antibiotics, with an echocardiogram and chest x-ray to monitor prior to new system implant. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. An echocardiogram was performed without any evidence of pericardial effusion. A new system is expected to be implanted. No adverse patient effects were reported.